Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) was explanted because muscle twitching was observed during the diagnostic lead impedance test. Per the physician's manual, the pacing impedance test is performed in the vvt mode at 10 volts, where typical brady pacing is at 2.5 or 5 volts. During the replacement procedure body fluid was observed in the rate sensing screw. This report will be updated when further information is available.